Event description:
During an initial implant procedure, following positioning of the right atrial (ra) lead, no capture was able to be observed. The ra lead was explanted and upon removal, foreign material was noted in the lead tip. A new ra lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed but ¿inside the lead tip he noted a little rubber item¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix fully extended and clogged with blood/tissue, but the steroid plug was out of the helix region. Examination of the image from the field of ¿inside the lead tip he noted a little rubber item¿ verified to be the steroid plug out of position.